Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of ancef, the secondary line was not infusing. The rn unclamped the line and started the infusion, upon returning to the room the line was not infusing. There was no patient impact.